Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that during the placement of a right ventricular lead in an implant procedure, a lead was exhibiting torque issues after the lead had been placed inside the body. After multiple tries, the lead had been placed in the preferred position, the lead would shift due to high torque when attempting to screw in. After one attempt with a properly extended helix, there was no signal produced through testing. Ultimately, the physician replaced the lead with another and the rest of the procedure was completed. The patient was stable.